Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the jaws. There were some signs of usage and minimal evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "stopped activating" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 stopped activating. This occurred halfway during ligation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.